Manufacturer narrative:
Updated product return status. The failure for coming apart was not confirmed as the product is not available for evaluation. Device not returned for evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the cordless driver high speed bur attachment was coming apart. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the cordless driver high speed bur attachment was coming apart. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.